Event description:
The issue involves cerner millennium and affects users that utilize powerorders to propose orders for physician approval. In cerner millennium, when a physician performs the accept with modify action on the order proposal, any changes made are saved but newly added details are not saved. As a result, important details regarding an order are not retained in the order details and not included in printed or interfaced orders. This issue could result in treatment that is not appropriate if clinicians follow incomplete order details. Cerner has not received communication on any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification (B)(4) on july 12, 2013 to all potentially impacted client sites. The flash notification includes a description of the issue and notifies clients of cerner's plans to provide a software correction to address the issue. Additionally, the flash notifies clients of alternate steps to modify propose orders until the issue is resolved. Cerner corporation will provide a follow-up report when the software modifications are available. .